Manufacturer narrative:
Continuation of d10: 6947m62 lead implanted: (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was accidentally externally shocked from their household current, and subsequently received an inappropriate shock therapy due to the resulting electromagnetic interference (emi), which sent the patient into a ventricular fibrillation (vf) event. The vf was then successfully treated by another shock therapy which brought the patient back into a normal rhythm. The device alert triggered, and oversensing was observed on the recorded shock electrograms (egm) that was consistent with emi. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.